Event description:
It was reported that the patient was admitted with sustained ventricular tachycardia (vt). The patient had an altered level of consciousness (loc) and potential arrest at the time of the event, but it was unclear as the event occurred in rehab. The patient was shocked in the field and an implantable cardioverter defibrillator (ICD) was implanted. The vt was resolved. It was noted that the patient had no history or arrhythmia prior to pump implantation. The arrythmia was not device or therapy related. The event log files captured no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C is currently available. Section 1 of the IFU, introduction¿, lists potential adverse events, including cardiac arrythmia, may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.